Event description:
The customer reported the system displayed an error message. The field engineer confirmed the system was displaying an "ma on in error" error message. This error may cause the system to shutdown un-commanded. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe backplane was replaced. The system was then found to be operating as intended.